Event description:
Customer reported, the system will not boot. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard disk. System operates as intended.